Manufacturer narrative:
(B)(4). Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a red alert for a high out of range shock lead impedance measurement. The clinician called to inquire why the exact value for the measurement was not shown. Boston scientific technical services (ts) explained the reason why the value that triggered the alert is not displayed is because it was not available yet at the time of the device interrogation by latitude and that the value will show on the next interrogation. The product remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information is expected and upon receipt this report will be updated.